Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic prolapse hysteropexy procedure, while being applied to the vagina, there was a ¿staple line underside¿, wherein the device was impossible to staple. The surgeon was able to press the green button but was not able to squeeze the handle. A new device was used in order to resolve the issue. No patient injury.

Event description:
According to the reporter, during a laparoscopic prolapse hysteropexy procedure, while being applied to the vagina, there was a ¿staple line underside¿, wherein the device was impossible to staple. A new device was used in order to resolve the issue. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.